Event description:
At about 1 month after primary, the patient has been revised because of periprosthetic femoral bone fracture. The surgeon revised successfully the stem and head and implanted a plate. It has been reported that, after the primary, the patient reported pain. During a checkup the stem was found to be subsided and the patient was maintained under observation. During the monitoring, a bone fracture was confirmed after traumatic event of the patient. Given the subsidence and pain after primary, it has hypothesized that an intra-op rib or minor fracture occurred.

Manufacturer narrative:
Batch review performed on 14-aug-2024: lot 2339162: (B)(4) items manufactured and released on 05-dec-2023. Expiration date: 2028-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: a revision surgery was performed about 1 month after the implantation of a primary tha. The revision was necessitated by a peri-prosthetic femoral fracture associated with stem subsidence. Based on the available, poor quality post-operative x-rays image, the initial positioning and sizing of the stem appear to be fairly good. The follow-up x-rays image revelas clear subsidence of the stem and a fracture line at its distal part. It is reported that the subsidence occurred first, as the patient complained of pain shortly after returning home from the hospital, but opted to delay the revision surgery for observation. This issue may have been caused by the patient's bone quality or excessive load on the hip, given the patient's high weight. The reported cause of the subsequent fracture is trauma, as the patient accidentally fell at home. There is no evidence to suggest a defect or malfunction in the device.

Event description:
At about 1 month after primary, the patient has been revised because of periprosthetic femoral bone fracture. The surgeon revised successfully the stem and implanted a plate. It has been reported that, after the primary, the patient complained pain. During a checkup the stem was found to be subsided and the patient was maintained under observation. During the monitoring, a bone fracture was confirmed after traumatic event of the patient.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department. A revision surgery was performed about 1 month after the implantation of a primary tha. The revision was necessitated by a peri-prosthetic femoral fracture associated with stem subsidence. Based on the available poor quality post-operative x-rays image, the stem appears undersized. The follow-up x-rays image revelas clear subsidence of the stem and a fracture line at its distal part. It is reported that the subsidence occurred first, as the patient complained of pain shortly after returning home from the hospital but opted to delay the revision surgery for observation. This issue may have been caused by the undersizing of the stem, the patient's bone quality, and the patient's heavy weight. The reported cause of the subsequent fracture is trauma, as the patient accidentally fell at home. There is no evidence to suggest a defect or malfunction in the device. Additional modification that has been reported in this follow up 1: b3 "date of the event" has been changed from 19 july 2024 to 23 july 2024 b5 "event description" has been updated and corrected. D1 "brand name" has been corrected with the correct name amistem-p collared the reference, which was inserted in the field "catalog", has been reported in the correct field "model" in d4 d6b "date explanted" has been modified from (B)(6) 2024 h11 "additional manufacturer narrative", the updated and correct clinical evaluation has been inserted.